Event description:
A trilogy evo ventilator was reported to have failed testing during setup. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the customer site by a philips field service engineer, the allegation was confirmed. The device's 3-way solenoid and proportional valve were replaced to address the issue. The device passed final testing.

Manufacturer narrative:
Device components were evaluated by the product investigation laboratory with the following findings: a trilogy evo solenoid valve was returned for investigation for an allegedly failing system set up. Product investigation lab (pil) is able to confirm the complaint of the trilogy evo solenoid valve. Pil concludes the component does not operate properly due to suspected contamination. A trilogy evo proportional valve was returned for investigation for allegedly failing system set up. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Pil concludes the components operate properly.